Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported that he was having trouble with his sensors. Customer stated he pulled last remaining box and used the sensor out of same lot and issue occurred again. Customer reported discrepancy in sensor glucose versus blood glucose reading and stated it goes into threshold suspend. Customer stated wanted lot replacement. Advised the customer that we would replace and to report back to troubleshoot. No further information provided.